Event description:
Respiratory tech reported fluctuation percent leak on vent, high peak pressures. Vent affecting patient care. Vent was changed out, given to hospital biomed. Biomed determined that the vent was overventilating the patient based on a perceived leak in the patient circuit and the ventilator was attempting to compensate for it. There was no leak in the patient circuit but possible issues with the expiratory flow sensor. No direct patient harm but care of the patient was being changed based on the information provided to the respiratory tech by the ventilator.what was the original intended procedure?ventilator/airway maintenance.